Manufacturer narrative:
Section e3 - occupation: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had bacteremia since their previous surgery and the site of infection was not identified. The patient was treated as if the bacteremia had continued. Cultures of serratia, maltophilia, and candida were identified, however the patient was asymptomatic. Antibacterial and antifungal drugs were continued for the bacteremia. The site planned to observe the patient's condition as an outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a bacterial infection on (B)(6) 2023, which was treated with drug therapy only. The patient was admitted from (B)(6) 2023 through (B)(6) 2024.